Event description:
The reporter contacted animas on (B)(6) 2014 alleging the pump had no power; the display screen was reportedly blank and no audio tones or vibratory function. The reporter denied any damage to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged power issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/16/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 06/10/2014 with the following findings: on investigation, the pump powered on normally; however, the display screen was noted to be damaged, consistent with an impact. No power interruption or loss occurred during investigation. The pump was opened for investigation revealing further evidence of multiple cracks in the display screen. A test display was attached to the pump and was fully illuminated and legible.